Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc was given permission to remotely dial into the instrument. Upon review of the instrument data available, the ccc did not find any issues with the instrument. The ccc requested the customer to re-run sample ID: (B)(6) for five replicates. The results matched the repeat result. The customer stated that the quality controls (qc) results were in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran all mix and alignment tests, which were within specification. The cause of the discordant, falsely depressed vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed vancomycin (vanc) results were obtained on two patient samples on a dimension vista 500 instrument. The initial results were reported out to the physician(s), who questioned the results. The same samples were retested on the same instrument, resulting higher. The corrected results were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin results.